Event description:
Customer called to report that his reservoir leaked insulin into pump. Customer is unsure from where on reservoir leak occurred. Advised customer to save reservoir and return to minimed.